Manufacturer narrative:
B3: event date: the events occurred on an unspecified date ¿three years ago¿. C1/d10: manufacturing facility: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unreported number of patients underwent spinal surgery in which a floseal was used. Post-operatively, the patients developed abscesses. The cause of the events was not reported. It was not reported if there were any medical interventions. No further detail was provided regarding treatments, if hospitalization was required or the patient¿s outcome. No additional information is available.